Event description:
It was reported that insulin gauge displayed amount different than expected on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by resuming use of cartridge.